Event description:
It was reported prior to starting a da vinci procedure, a broken wire was observed on the small grasping retractor instrument at the distal tip. The customer was unsure of the exact event date of when this occurred and indicated that it took place in (B)(6) of 2015. There were no reports of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the instrument's pitch cable to be broken at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The customer reported complaint does not itself constitute a reportable event; however, the broken pitch cable found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.